Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be evaluated due to usb pin contamination.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fill estimate issues following the cartridge change. There was no reported impact to the customer's blood glucose level and the customer declined to troubleshoot the reported issue. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.